Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. Downstream occlusion was found multiple times in the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device was alarming cassette not attached. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.